Manufacturer narrative:
Sample was serum with a gel separator and was allowed to clot completely before being assayed. Sample was checked for fibrin and none was noted. Qc is run every 8 hours and has been in range. A field service engineer (fse) was dispatched: fse talked to customer about this event. This facility is primarily a reference lab for many offsite clinics and most samples are drawn at the clinics. Customer is unable to control proper collection techniques, training of phlebotomists, and transport. Fse suggested customer perform some accutni precision runs to check for outliers. At this time, fse feels pre-analytical sample handling is a likely contributor to this event. No other assays are in question. Bci discussed possible pre-analytical sample handling suggestions with the customer. Although pre-analytical sample handling issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report. This reportable event was identified during a retrospective review conducted between (B)(4) 2010 - (B)(4) 2010 of complaints for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. This report is being filed for the malfunction portion of this event. MDR # 2122870-2008-00251 was filed for the affect to patient.